Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
There was an allegation of a meter memory issue with a coaguchek xs plus meter. The customer reviewed the meter's memory and noticed two results from two patients on (B)(6) 2021 were missing. The two results were 1.9 inr at 09:29 and 2.5 inr at 10:50. The customer confirmed there were no missing pixels from the display, the results found in the meter's memory were able to be read, and the date was set correctly.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. The investigation is ongoing.